Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (Physician phone number): dr. (B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii, halo system was implanted during a bladder sling for stress urinary incontinence procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the sling was removed, the plastic sleeve torn. Reportedly, some materials from the plastic sleeve were left inside the obturator muscle of the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.